Event description:
On (B)(6) 2025 the end-user reported that on (B)(6) 2025 they were hospitalized after experiencing diabetic ketoacidosis (dka) with blood glucose (bg) levels of 434 mg/dl following an incorrect insulin supply replacement. The end-user was treated with insulin in the ER and discharged on (B)(6) 2025 with no reported long-term effects.

Manufacturer narrative:
No issues were identified that would have impacted this event prior to use. The event was associated with incorrect supply replacement, where the luer connector was attached to the insulin cartridge prior to insertion into the ilet chamber, contrary to the instructions for use (IFU). Per the IFU, this practice may cause insulin leakage and result in hyperglycemia or dka. The user subsequently experienced insulin leakage and hyperglycemia with dka. The device was replaced due to reported chamber thread damage. No systemic malfunction of the ilet was identified.